Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading pressure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer biomed verified the iabp was functioning without a problem. The fse was unable to duplicate the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading pressure. No patient harm, serious injury or adverse event was reported.